Manufacturer narrative:
Additional procode: ktt. Reporter is a j&j employee. Investigation summary: investigation site: (B)(4), selected flow: device interaction/functional. Visual inspection: the extraction instrument and the tfna screw were received in assembled condition. The screw had different wear marks, the anodized layer is worn away at all damages which indicates that they were caused post-manufacturing, either during insertion, extraction or in-situ. These marks have no influence on the screw/extraction instrument connection and can be traced back to normal use, therefore these marks are not part of this investigation. Functional testing: the tfna screw and the extraction instrument were returned in assembled condition. During the performed function test it was possible to disassemble the devices with a wrench as described in the surgical technique with moderate force. The complained seizing can not be confirmed. The thread was full with dried red residues which made an additional decontamination possible before the function test was continued. After the decontamination it was possible to assemble and disassemble the screw and the instrument as required. Document/specification review: the tfna surgical technique ((B)(4)) was reviewed. The removal of the tfna screw from the extraction instrument is described on page 73 with following statement: to remove the helical blade or screw from the extraction instrument rotate clockwise. Investigation conclusion: the complained seizing could not be confirmed during the performed function test. It was possible to remove the screw as required, therefore is this complaint rated as unconfirmed. Based on the provided information the exact cause of this occurrence could not be defined. It may be that the fact that the devices have a left-handed thread and that therefore clockwise turning is needed for disassembling was not considered. Also the dried residues may have played a certain role based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 04.038.200, synthes lot number: h255359, supplier lot number: n/a, release to warehouse date: (B)(4) 2017, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that on an unknown date, the tfna fenestrated screw seized onto the helical blade/screw extractor. The issue was discovered during loan kit inspection. There is no further information available. This report is for one (1) tfna fenestrated screw 100mm. This is report 2 of 2 for (B)(4).